Event description:
It was reported that the health care professional (hcp) requested review of this pacemaker stored episodes. It was noted that the patient previously had a difficult time increasing their heart rate, so the hcp enabled the rate response feature, however, now the pacing percentage was 98. Technical services (ts) reviewed the stored episodes, and this pacemaker exhibited far field oversensing of the right ventricular (rv) channel. Ts discussed possible programming optimizations with the hcp. No adverse patient effects were reported. The device remains in service.